Manufacturer narrative:
In completing the investigation for this event it was discovered this complaint was a duplicate. This event has been reported under manufacturer report number: 2031527-2017-00294.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A patient previously implanted with intuitrak devices to repair an abdominal aortic aneurysm returned for a routine follow-up. The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. The follow-up revealed unidentified endoleak and sac growth. An intervention (unreported) was performed in which the physician coiled the vessels that were feeding into the aneurysm sac. The physician then elected to explant the device. The physician discovered a 3mm lumbar artery that was feeding the sac. During the explant procedure, it was observed that there was some blood in the proximal end of the bifurcated stent graft after removing the clamp from the area, which the physician believes may be due to a type 1a endoleak. The current patient status is reported as stable.